Event description:
It was reported that pump displayed repeated malfunction alarms and customer experienced at least three occurrences of the same malfunction on this pump, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was advised that pump replacement was planned, and case was escalated to confirm warranty date because pump in system appeared out of warranty while customer reported receiving a replacement pump about one year earlier, and customer was informed that warranty status would be confirmed and pump replaced thereafter.